Event description:
The vacuum extraction causes serious problems: subgaleal hematoma intracranial hemorrhage, which causes bleeding on the brain, and the hospitals are mistaking the injury for child abuse or they are protecting their hospital because they are saying these injuries can't happen with the vacuum birth. And they are charging my nephew with child abuse, so now what happened now I'm sure this is not the first complaint you have on this matter, the doctors are not warning the patients to be aware of complications. If so, this could have prevented a lot of event, when the baby had swelling after discharge instead of waiting for the doctor appointment, to see what it was, she would have gotten in emergency a lot sooner. Vacuum extraction is the only information I know. Dose: used twice at delivery. Dates of use: during labor - 2008. Diagnosis: could not push for labor, heart problem.